Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device failed to attach. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. There was no patient injury.

Manufacturer narrative:
Device evaluation: the product was not returned for evaluation. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.